Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had an infection and did not respond to treatment. As the doctors suspected that the infection came from the implant, it was decided to explant the pt. A check has been made of the device history record and the sterilization data is within specification.